Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the batteries were getting older and not holding their charge. The patient met with a manufacturer representative (rep) and was now waiting for authorization for surgery. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. Patient said her battery was getting low she met with a manufacturing representative (rep) in april and has an appointment scheduled (B)(6) 2018. Patient said she met with rep in hcp office and he tested both batteries and she was not getting full stimulation and it was kind of spotty it is not getting all the way it used to. Her batteries were dying every couple of days. Patient said she was passed on to her primary and they set up with pain hcp. Patient will meet with health care professional (hcp) to go over the replacement of the ins on (B)(6) 2018. Patient also reported when she went to charger her lower stimulator and the patient programmer had a phone a doctor and power on reset (por) screen. Therapy stopped due to power on reset (por) reviewed how to clear por on programmer. Trouble shooting cleared the por. Patient was told to follow up with health care professional (hcp). No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type 1. It was reported that the patient needed to charge both of the stimulators a lot more recently. The patient said this change started within the last month. The patient confirmed that she charges the ins to full each time. There have been no changes to settings, no falls or trauma, and she has had no previous overdischarge events. The patient was directed to follow up with their healthcare professional and manufacturer representative (rep) to assess whether the charging interval is appropriate. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.